Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced worsening speech since the last appointment around (B)(6). The patient also had tremors and difficulty finding a setting to control both symptoms simultaneously since receiving the implant. An error code 1703 was received, indicating an issue with the implantable neurostimulator, which could be due to high settings, an impedance issue, or low battery. The patient representative connected to the implant and received the same error code during the call. The patient was redirected to their healthcare provider for further evaluation. Additional information was received from the healthcare provider (hcp) stating that the cause of the 1703 (out of regulation) error code is due to high impedance on the right implantable neurostimulator (ins). Actions/interventions include getting an x-ray done. However, it is unknown if the error resolved. Hcp notes there will be an upcoming ins replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.